Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loose screw is undetermined, although the attending surgeon noted there was evidence of osteolysis of the proximal tibia. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The loose screw was removed. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on 08/19/2015, that a sign im nail implanted to repair a fracture of the left tibia; showed a loose screw in a follow up x-ray. The screw was removed.